Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer e-mailed and stated that she had a small screw in her mouth during brushing. The brush was also detached. No injury was reported.